Event description:
It was reported that pump displayed malfunction code 9 and no notable events occurred prior to the malfunction. There was no reported adverse impact to the customer. Customer contacted support, received instructions to reset pump, successfully reset it with no recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction code appeared again, which customer acknowledged and understood.